Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a arthrodesis procedure on a child at the end of the procedure, the surgeon inserted two epidural catheters. The medical requirement was locoregional anesthesia. At day + 2, according to the usual procedure, the nurse came to remove the two catheters. The first came out easily, the second broke at the level of the eye of the catheter. 10 to 12 centimeters remained in the epidural space. The patient had to undergo a new operation under general anesthesia on day + 3 from the initial intervention to remove the part remaining in the epidural space. A medical intervention was necessary. There is no clinical consequence to date.

Event description:
It was reported that during a arthrodesis procedure on a child at the end of the procedure, the surgeon inserted two epidural catheters. The medical requirement was locoregional anesthesia. At day + 2, according to the usual procedure, the nurse came to remove the two catheters. The first came out easily, the second broke at the level of the eye of the catheter. 10 to 12 centimeters remained in the epidural space. The patient had to undergo a new operation under general anesthesia on day + 3 from the initial intervention to remove the part remaining in the epidural space. A medical intervention was necessary. There is no clinical consequence to date.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter tip breaking could not be determined based upon the information provided and without a sample.

Event description:
It was reported that during a arthrodesis procedure on a child at the end of the procedure, the surgeon inserted two epidural catheters. The medical requirement was locoregional anesthesia. At day + 2, according to the usual procedure, the nurse came to remove the two catheters. The first came out easily, the second broke at the level of the eye of the catheter. 10 to 12 centimeters remained in the epidural space. The patient had to undergo a new operation under general anesthesia on day + 3 from the initial intervention to remove the part remaining in the epidural space. A medical intervention was necessary. There is no clinical consequence to date.

Manufacturer narrative:
(B)(4). The customer reported the catheter was difficult to remove. The customer returned one snaplock assembly, one flat filter and three epidural catheter pieces. The snaplock assembly, flat filter and a catheter piece were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter pieces revealed on the likely most distal piece, no signs of stretching of the coil wire and extrusion can be seen at the point of separation at the likely proximal end. The extrusion on the likely most proximal piece shows signs of stretching of the extrusion and coil wire at the likely distal end. The coil wire extends approximately 10.5cm beyond the extrusion. The third catheter piece returned is the likely middle piece. The likely distal end extrusion is slightly stretched at the point of separation. At the likely proximal end, the extrusion and coil wire is extremely stretched at the point of separation. Also, both the proximal and distal ends of the returned catheter pieces appear to be intact. The catheter appears to have been used as adhesive residue is present on the catheter body exterior as well as biological material between the inner coils. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter using a ruler (10171599). The proximal end catheter extrusion piece measures approximately 12.5cm. The distal end catheter piece measures approximately 7.7cm. And the middle piece measures approximately 81.1cm. The catheter pieces combine to measure approximately 101.3cm. None of the catheter appears to be missing. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of epidural catheter being difficult to remove was confirmed based upon the sample received. The customer returned three catheter pieces that was separated at the extrusion. None of the catheter was missing. At the point of separation, the coil wire was stretched on the likely most proximal piece at the likely distal end and extrusion and coil wire was extremely stretched on the middle piece at the likely proximal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.